Event description:
Reporter alleged obtaining the results of 263 mg/dl, 129 mg/dl and 181 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.